Event description:
It was reported that the c arm cradle was stuck and could not be moved. A replacement system was used to complete the procedure. There was no adverse pt involvement reported. All pt info reported has been recorded.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. There was foreign debris found inside the c arm mechanism. The debris was removed and the c arm reassembled. The system was tested and found to be working as intended and placed back into service.